Event description:
Pt called to report adverse reaction to formagraft implants he received on (B)(6) /2012. Pt stated, that ever since his surgery, his pain has become worse. He said the pain is on his right side and that he can feel deep nerve pain in his tailbone. Pt says his condition and the pain only continue to get worse and he doesn't know that to do. He said he takes morphine for the pain, but it only helps about 354. He stated that he attempted to contact his implanting physician five times after the surgery, but was never able to get in touch with him. Pt said he is currently on disability and can barely leave the house due to his pain.